Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02284. The patient received an scs system, including a ipg and a surgical lead, on (B)(6) 2009. The patient's surgical lead was explanted and replaced on (B)(6) 2010 (reference manufacturer report: 1627487-2011-2282). It was reported the entire scs system was explanted and not replaced due to inappropriate and uncomfortable paresthesia. Reprogramming attempts were not able to correct the patient's stimulation. The explanted lead was discarded by the facility. Follow up found no immediate patient complications reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Visual inspection of the ipg noted minor scratches on the ipg can. Functional testing found outputs on channels 13 and 14 were shorted within the header. The spring from channel 14 was found lodged between the balseals of channels 13 and 14. The stored ipg programs indicate channels 13 and 14 were not used. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.